Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n351559, implanted: (B)(6) 2013, product type: adapter. Product ID 3389-40, lot# j0454615v, implanted: (B)(6) 2004, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3389s-40, lot# va08583, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received from a consumer reported the patient fell when they tripped on a sash on their robe. The patient's deep brain stimulation (dbs) did not fail. The patient used a walker full time and their ear infection had cleared up. The loss of therapy and balance issues had been resolved.

Event description:
Information was received from a company representative and patient regarding the patient taking a fall on the day prior to report due to loss of balance. The patient split her lip but she was ok. They had a lessened therapeutic effect of deep brain stimulator (dbs) and increased balance issues in the last year prior to report. Additional information received reported they used to turn off her dbs at night while sleeping but as her disease progressed, she found that turning it on every morning had an effect on her that she likened to having a stroke every morning. They changed their habit to leaving it on all the time. The patient was implanted for parkinson¿s dual. Further follow-up is being conducted to see what circumstances led to the loss of therapy and if the issue had been resolved.